Event description:
The reporter stated that the surgeon was inserting a 14.0 diopter three piece silicone lens and the lens tore. The surgeon enlarged the incision to remove and replace the lens, and no suture required. The reporter stated that the injector tore the lens due to injector being old.

Manufacturer narrative:
The product pertaining to this complaint was not returned; however; the lens was received and a visual inspection shows one haptic torn off and missing and the other haptic is torn off into the optic of the lens. There is clear surgical residue on the lens. It should be noted that the cartridge was not returned for evaluation. Conclusion: an investigation was opened to evaluate a complaint trend associated with lens tears that was originally identified in june 2005. The damage to the lens, as observed and photographed upon the return of the lens to staar, can not be definitively and exclusively correlated to an specific root cause. Possible root causes for lens tears include both delivery system issues and possible handling errors by the customer. To address delivery system issues, all states in the manufacturing of the injectors and cartridges were reviewed and revised as opportunities for improvement were revealed. To address handling errors, all injector/cartridge directions for use (dfu) have been modified to add further clarifications to instruct the users in the proper delivery techniques that are effective, and minimize the potential for damaging the lens.